Manufacturer narrative:
FDA correction/ removal reporting no. 3005423519-10/12/2021-001-r. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and a non-conformance was identified related to device malfunction. This non-conformance will be addressed through mentor¿s quality system. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 35-year old caucasian female patient underwent primary breast augmentation with two 325cc mentor smooth round moderate plus profile saline breast prostheses. Post-operatively, the patient was diagnosed, via physical examination, with right breast capsular contracture (baker grade IV). As a result, the patient underwent breast implant removal and replacement surgery on (B)(6) 2022. The replacement devices were: (right) 425cc mentor smooth round moderate plus profile saline, catalog: 3502425, lot: 7718630, sn: (B)(4) and (left) 425cc mentor smooth round moderate plus profile saline, catalog: 3502425, lot: 9652558, sn: (B)(4).